Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator inappropriately recognized these adult electrode pads as pediatric electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the 01 supplemental medwatch report. The electrodes were returned to zoll medical corporation for evaluation and the reported malfunction was attributed to a misprogrammed identification chip in the electrodes. Zoll medical has issued a voluntary recall, which has been reported to the food and drug administration's local district, to mitigate reports of this nature from reoccurring. At this time a recall number has not yet been assigned.

Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation. However, the reported malfunction was attributed to a misprogrammed identification chip in the electrodes. Zoll medical has issued a voluntary recall, which has been reported to the food and drug administration's local district, to mitigate reports of this nature from reoccurring. At this time a recall number has not yet been assigned.